Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered one inappropriate tachy shock and it was not able to be confirmed as the device triggered end of life (eol) indicator already. This device was replaced and is expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.